Manufacturer narrative:
(B)(4).

Event description:
The pump was implanted to relieve the patient¿s pain related to her ms (multiple sclerosis). Two months prior to this report, the patient had gotten a viral flu and following that, the pump really protruded; the patient didn¿t know if ¿I have intestines out around it or what¿, but after that, the patient had gone in for a pump refill and the physician was unable to "hit the hole" under fluoroscopy and that was when the medication shot out from the syringe as previously reported. As of the date of this report, the patient didn¿t know what to do. The pump was ¿highly uncomfortable¿; the patient didn¿t know if the catheter was ¿twisted or if it had come undone¿. The patient had seen a surgeon, but he wouldn¿t do anything with the pump. The patient was very stressed by what was happening and it was exacerbating her ms. The patient was looking for a new physician.

Event description:
It was reported that the patient¿s pump had moved and it made it hard to refill. The patient¿s health care provider (hcp) was ¿an (B)(4) and on (B)(6) 2011 after I had it implanted, I noticed that it was not flush against my abdominal wall and he sent me to the implanter and he said as long as it¿s still working we will just leave it.¿ it was also reported ¿for these couple of years it¿s been working fine but it¿s getting harder to hit it.¿ the last time the patient was at the hcp¿s office, in (B)(6) , they ¿put the wand thing over it, and they were going to add morphine because I wasn¿t really getting the pain relief I needed but he couldn¿t hit the hole, the whole thing had turned upside down.¿ the hcp finally got it in there by manipulating the needle. The hcp then went to inject the medication in the pump and the whole syringe shot out backwards towards him so he ¿got up and walked out the door.¿ it was l ater noted it was the medication that shot out towards the hcp. The hcp then reportedly came back andgave her two shots ¿in my upper neck area but I don¿t know what to do now and he just walked out of the office.¿ the patient had made an appointment for another refill the following month. The hcp¿s office reportedly just told the patient she is no longer a patient. It was reported that the patient was ¿stuck¿ because of her insurance and because the hcp¿s office wouldn¿t see her. The patient wanted the pump out and reported ¿it¿s sticking out of my abdominal wall and you can see how far it¿s sticking out and I don¿t know if the wires are kinked.¿ it was also noted the patient¿s granddaughter hit her head on the pump because it stuck out so far. The patient was also going to see her primary care hcp on (B)(6) 2014 ¿to find out if he will take it out.¿ the device system was used to deliver baclofen. Additional information was been requested but wasn¿t available as of the date of this report. A follow-up report will be submitted if further information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient reported that she flew to (B)(6) on tuesday the week prior to this report and had a convulsion or a seizure and I didn't know what I was doing and now my leg which is the same size as where my pump is, now the leg is swollen up really bad and hurts really bad and I've been having trouble for the past week. As of the date of this report, the patient was hearing bells in my belly it started when I got off of the plane from (B)(6) and I was out for two days and that's when the bells started ringing, about 3-4 days ago". The patient thought that she was hearing a critical pump alarm. The patient was having difficulty finding as new physician as "most doctors don't want to work on me because of the difficulties on my back and I have ms, and my pump is laying like a hockey puck and it's hard to reach the hole that they put the medication into. Other physician's the patient had contacted were not taking new patients. The patient's prior physician's office had transferred her records, but the patient didn't know where they were transferred to. It was later reported, by a different reporter, that the patient's prior physician's office had agreed to see her for her pump refill. Per thisreporter, the patient had gone through withdrawal a long time ago and the pump alarm had been going off for a while. The patient told this reporter that she has a blood clot in her leg from her pump. The patient later reported that she didn't think she was having withdrawal symptoms. The pump was also delivering a little bit of morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Three weeks prior to this report, the patient went in for an MRI and it started feeling "hot" where the pump was; she could "smell an ironing smell". As of the date of this report the patient was still hearing the pump alarm; telemetry had not yet been performed and the patient had been trying since (B)(6) of 2014 to contact her neurologist to have the pump removed.